Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited no capture and no sensing. The lead tip was in the coronary sinus. The lead was easily pulled back and repositioned at the right ventricular apex with good parameters.